Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely foreign material occurred due to incorrect reprocessing. However, a definitive root cause could not be determined. The reprocessing status was unable to be confirmed since information was unavailable. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. [Inspection of the instrument channel] insert the endo-therapy accessory through the biopsy valve. Confirm that the endo-therapy accessory extends smoothly from the distal end. Make sure that no foreign objects come out of the distal end. Confirm that the endo-therapy accessory is withdrawn smoothly from the biopsy valve.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: water tightness was not maintained due to perforation of the forceps channel; the image guide bundle was severely broken; stains on the image guide bundle; wrinkles in the insertion tube; the curved tube was crushed; dirt was found inside the forceps channel when the channel cleaning brush was inserted; forceps channel had an abnormal appearance; the bending angle was insufficient due to the elongation of the angle wire; the channel cleaning brush could not be inserted smoothly into the forceps channel; the flexible tube of the insertion section was crushed; the distal sheath adhesive part was missing; corrosion of the electrical connector; leak found in the scope connector; the scope connector label was peeled off; and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the biopsy forceps could not be pulled out and the forceps channel was suspected to have a pinhole on the evis lucera bronchofibervideoscope. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that there was foreign material in the forceps channel. The foreign material remained in the channel, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the forceps channel noted at estimation.